Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that the coil could not be pushed forward and could only be withdrawn. The target lesion was located in the spermatic vein. A 8mm x 40cm interlock-35 was selected for use. During the procedure, it was noted that the device could not be pushed forward and could only be withdrawn. The whole coil was withdrawn from the catheter and the procedure was completed with another of the same device. No complications were reported and patient was stable post procedure. However, device analysis revealed that the interlocking arm was detached.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Device evaluated by MFR: the device was returned for analysis. The main coil, the delivery wire, and the introducer sheath were returned for this complaint. The main coil and the delivery wire were not interlocked inside the introducer sheath. The introducer sheath was inspected, and no damages were found. Twist lock was opened. The delivery wire was inspected and no damages were found. The main coil was kinked, stretched and the interlocking arm was detached. No other issues were identified during the product analysis.